Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature could not be cooling down in an arctic sun device (pr # (B)(4), there was some liquid leakage on the chiller compressor (pr # (B)(4). Per review of wo on 03jan2025, it was noted that traumatic brain injury patient/replace another arctic sun unit. Per follow up information received via mail on 06jan2025, the device will be sent to dymax for evaluation. The issue was not yet resolved. They replaced another arctic sun unit to complete therapy. The patient was diagnosed traumatic brain injury, not impact by the device usage. No patient impact.

Event description:
It was reported that the water temperature could not be cooling down in an arctic sun device, there was some liquid leakage on the chiller compressor. Per review of wo on 03jan2025, it was noted that traumatic brain injury patient/replace another arctic sun unit. Per follow up information received via mail on 06jan2025, the device will be sent to dymax for evaluation. The issue was not yet resolved. They replaced another arctic sun unit to complete therapy. The patient was diagnosed traumatic brain injury, not impact by the device usage. No patient impact. Per sample evaluation results on 13feb2025, failed chiller also contributed to cooling issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller pump. The device was evaluated upon receipt. Unit did not cool. Replaced chiller pump. Failed chiller also contributed. There is some liquid leakage on the chiller compressor. Saw evidence of what could only be described as a dried green substance on the compressor just below where the freon tube enters the evaporator. Since this tubing is copper I surmise that possibly there was frost buildup at this point under the insulation and since it was on copper, dripped slightly onto the housing below causing the green dried substance (i.e. Copper). Replaced chiller. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.